Manufacturer narrative:
Device evaluation: a specific cause for the reported intraoperative bleeding below the mini apical cuff could not be determined through this evaluation. The heartmate 3 mini apical cuff kit IFU lists bleeding as an adverse event that may be associated with the use of the mini apical cuff kit. In addition, the heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 mini apical cuff kit IFU (document 10006218, rev. E) lists bleeding as an adverse event that may be associated with the use of the mini apical cuff kit. The section titled ¿directions for use¿ explains how to secure the mini apical cuff to the left ventricle and cautions to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The IFU outlines how to check the hemostasis of the anastomosis of the mini apical cuff under the section titled ¿confirming hemostasis. This section cautions that it is important to check the hemostasis before installing the pump as it may be difficult to place additional sutures in the mini apical cuff once the pump is installed. The heartmate 3 lvas IFU (document 100169835, rev. A) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 also contains information on blood leak diagnosis. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that after implant the patient had bleeding below the mini apical cuff that required the placement of 2 umbilical tapes distal. Additional information was requested but not provided.